Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information received from customer. Updated fields: d8, d10, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was reproduced. It was confirmed that the image was defective due to cable failure. In addition, the following malfunctions were identified during the device evaluation: corrosion of electrical contacts and rust on the scope mount. A definitive root cause of the reported failures could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the intended procedure was completed.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented image noise. There were no reports of patient harm.